Manufacturer narrative:
Software version: 3.8.5. Color: blue. Battery life remaining: n/a. Mobile device: google pixel 6 android: 13. First bond date: (B)(6) 2022 initial battery %: 89. Last bond date: (B)(6) 2023 last battery %: 86 customer reports: dose log inaccuracy. Per visual inspection: cap does not fit securely to inpen and minor cracks on cartridge holder was noted. Inpen did not pair to the commercial app. "Dose doesn't match" was displayed. However, inpen did transmit to manufacturing app. Inpen received with leadscrew 1/4 of the travel. Installed front shell to testing inpen and front shell did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Pending further investigation performed in san diego location. In conclusion: inpen failed base line functionality test and passed displacement dose accuracy. Destructive analysis showed a broken encoder base bond being the cause of the dose log inaccuracies. Broken encoder tabs are worn down scratch marks down the length of the dose nut. Therefore, the customer concern of dose log inaccuracy was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that inpen app was not recording exact doses dialed on the inpen. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue to use the device on receipt and the inpen will be returned for analysis.